Event description:
Surgeon performing left knee medial compartment arthroplasty. After tap into tibial plateau trefine, portion of the graft cutter deformed. After second trefine was tapped into the femoral notch, on initial turn, surgeon heard a crack and saw a femur fracture. When second trefine was removed, it was noted to be grossly deformed. The femur fracture was repaired. The manufacturer was notified on the day of the event and the questionnaire they faxed was completed by operating room director, rn and md and faxed back to the manufacturer.